Event description:
Parents noticed leaking from bed onto floor. Rn assessed situation and found med tubing between peripherally inserted central catheter (PICC) line and manifold to be cracked and leaking. Neonatal nurse practitioner (nnp) [name redacted] called. Manifold hooked up directly to PICC line per nnp. No more leaking noticed.